Event description:
It was reported that air was observed in a micro-volume extension set connected to a baxter lipid filter. The issue was identified while the registered nurse was priming the line on the infusion pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4 UDI: as the lot # is unknown, the UDI will consist of the primary di number only. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.